Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 216 mg/dl. The customer disconnected at the quick release and insulin did exit the tubing. She was advised to change the infusion set. The customer also reported receiving a failed battery test alarm on (B)(6) 2014 during normal use. The customer declined troubleshooting and was advised a battery cap replacement would be sent. She mentioned that she used prefilled reservoirs and rewound the insulin pump with a reservoir in place. She changed the set and was able to bolus. Current blood glucose was 146 mg/dl. The device will not be returned for analysis.